Event description:
The registered nurse (rn) contacted baxter's technical service center regarding the patient feeling overfilled, which occurred on the homechoice (hc) after use. The rn stated the patient had called to let the rn know she ended therapy early due to discomfort and feeling overfilled. The rn stated the patient did a manual drain tonight before starting therapy and the manual drain volume equaled 3700ml. The largest prescribed fill volume (lpfv) equaled 2000ml. The patient did not perform an off cycler manual exchange or fill. The patient did not have symptoms at the time of the call and was not connected to the cycler. The technical service representative (tsr) advised the rn that this sounded like and increased intra-peritoneal volume (iipv) event (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The iipv did not occur during or due to off cycler exchanges. The rn stated that he reprogrammed the therapy and wanted to continue to use the hc. The technical service representative (tsr) advised the rn to tell the patient that if they had any problems tonight, to call baxter so baxter can determine the cause. The rn would have the patient continue therapy that night with the hc and changed therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the rn on (B)(6) 2012. The rn stated they were aware of the overfill event. The rn stated they are currently trying to resolve issues the patient has been having with draining. The patient is currently performing therapy with manual supplies. The rn stated he could not say anything more.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.